Event description:
It was reported that the ilet pump issued an urgent low soon alert, and review of the alarm history confirmed the alert while the user was wearing a third-party cgm (fsl3+). Symptoms included a reported low glucose reading, though the user did not feel low and did not perform a confirmatory fingerstick at the time; device data reflected a rise from 61 mg/dl to 102 mg/dl within minutes. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer service review of pump alarm history and user education on the meaning of the alert and the need to verify low readings with a fingerstick. Investigation of this case revealed no device malfunction and indicated that the event was consistent with a hypoglycemia alert without corroborating clinical symptoms, with potential sensor-report variability considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.